Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in the united kingdom. This emdr is being submitted for an unknown number quantity. It was reported that the patient experienced bent cannulas, which led to bleeding event on (B)(6) 2026. No further information available.